Event description:
A male pt received treatment for the mid left anterior descending (lad). The target lesion was an in-stent restenosis of previously implanted 2.5 x 28 mm bx sonic stent. The pt received a 2.75 x 33 mm cypher select plus stent. Approx one year post procedure, the pt was asymptomatic in the cardiology control, but a control nuclear scan tc-99 showed anterior ischemia 17%. His cardiologist sent him for a coronary angiography. This procedure showed a focal restenosis in the cypher stent in the mid lad without lesions in the lcx or rca. The left ventricular function was normal. A pci was performed in the lad. Ivus showed a stent fracture in the distal portion of the cypher stent with intimal hyperplasia. A new bms (presillion) 2.75 x 33 mm stent was implanted. The angiographic and ultrasonographic result post bms were optimal. The pt was fine after this and he left the clinic with medical treatment and elective surgery (pvd) in 30 days.

Manufacturer narrative:
This device crb 33275 (lot 13247674) is distributed outside the us; however, it is similar to the us product cxs 33275. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within 30 days upon receipt.